Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/17/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to remove their bluetooth headset and then try and re-pair the devices which was successful. No additional patient or event information is available.